Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: update awareness date.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiia with complete separation. Additionally there was evidence to reasonably support the following observations; stent migration.the most likely cause of the loss of seal with complete stent separation was the shortening of both the suprarenal cuff and main body stent (suspected stent cage dilation) in combination with the suprarenal stent migration. These findings support aortic remodeling however this could not be confirmed due to the lack of relevant imaging studies. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. The patient was reported as doing well post a successful endovascular repair procedure. There have been no reports of additional negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information was received on 11/06/2017. The patient received a successful reline with two suprarenal on (B)(6) 2017. Patient is reported as doing great post procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated and one suprarenal device in 2012. Patient presented for 5 year follow up and CT revealed what looks like an endoleak type 3a with graft separation. The physician elected to reline with two suprarenal extentions to repair overlap. The patient is reported to be doing great post procedure.